Event description:
Hcp reports pt presented with signs of infection in october of 2005, including redness, swelling, drainage and pain. The symptoms manifested along the lead tract and a culture was obtained of the cranial incision which produced staph aureus. The pt was treated with an IV antibiotic and underwent a total device system explant. The infection is ongoing. The device was explanted but not returned to the manufacturer for analysis.